Event description:
Clinical study. It was reported that 1785 days after a coronary drug eluting stenting treatment procedure, the patient was admitted with chest pains and a target vessel reintervention (tvr). The target lesion 1 (20mm long) was located in the 2nd obtuse marginal (om2) with 80% stenosis, and a reference vessel diameter of 2.5mm. The lesion was non tortuous and mildly calcified. The target lesion was treated with pre-dilation, placement of a 2.50 x 24mm study stent and post-dilatation with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1785 days after the index procedure, during the five year follow-up, the patient underwent cardiac catheterization due to continuing complaints of chest pain after a negative stress test. Catheterization revealed 90% stenosis in the (om2). The om2 was treated with brachytherapy and a non boston scientific stent. The patient was released in stable condition the next day. The physician noted it was possible the event was related to the study device. No other information is available at this time.

Manufacturer narrative:
Device eval: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.